Manufacturer narrative:
Block h6: imdrf device problem code a04 captures the reportable investigation result of bands damaged. Block h11: the returned speedband superview super 7 was analyzed. The device was returned, and, upon visual inspection, the trip wire was found to be in good condition. However, the teeth were damaged. Additionally, three bands had separated from the housing ligator and were broken. Furthermore, the slack was taken up, and the handle showed evidence that the loop had been secured to the post. The trip wire was inserted into the endoscope but did not exit because it was wrapped around the handle spool. This prevented it from passing through the endoscope. It was also noted that the suture wire was attached to the trip wire. No other problems with the device were noted. The reported event of trip wire misassembled was not confirmed. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage to the teeth. Alternatively, this damage could be related to the technique used by the physician when introducing the device into the patient, which may have compromised the teeth and affected the handle's functionality during band deployment. It was observed that three bands had separated from the housing ligator and were broken. This failure mode may be related to the physician's technique or the way the device was handled during band deployment. There is a possibility that the device's positioning or procedural tortuosity affected the handle's functionality when deploying the bands. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted during the procedure, preventing proper band deployment. The manner in which the bands were deployed, combined with the damage to the teeth, could have contributed to the condition of the bands, as one was returned broken. An attempt was made to insert the trip wire into the endoscope, but it did not pass through. Investigation revealed that the trip wire was wrapped around the handle spool, preventing it from exiting the endoscope. However, the presence of the suture on the trip wire indicates that it did partially enter the channel. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During preparation for the procedure, the wire attached to the handle remains inside the endoscope channel and does not exit. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of three bands returned separated from the housing ligator and they were found broken. Please see block h11 for full investigation details.